Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device failed preventive maintenance for plunger force calibration. It failed to recognize the test that the plunger was in. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 23sep2019 to the present date 02jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that the device failed preventive maintenance for plunger force calibration. It failed to recognize the test that the plunger was in. There was no patient involvement.